Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. An audible click should be heard when connecting the driveline to the controller or driveline extension. Failure to ensure a secure connection may cause an electrical fault. Driveline extension cable - used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. The driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that when the patient had the chest closed an electrical fault occurred with the extension cable (used with wettest) was disconnected and reconnected to the controller and the pump didn't want to restart. A manual stop and start pump on monitor was performed and the pump would not start up. A controller exchange was performed and the pump restarted. It was stated that while the patient was in the intensive care unit (ICU) another electrical fault occurred. After review of several log file analyses no electrical fault occurred after 19hrs. No additional information available.

Manufacturer narrative:
It was reported that an electrical fault alarm occurred during the implant procedure. The controller was returned for evaluation. The driveline extension cable was not returned. A review of the manufacturing documentation confirmed that the associated driveline ex tension cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis revealed that an electrical fault alarm was logged on 09/29/2016 at 14:22:01; the alarm was due to two or more open phases in the rear stator, causing the pump to run on the front stator only. Two (2) additional electrical fault alarms, due to an open phase in the rear stator, was logged at 16:29:01 and at 16:29:18. The alarm cleared 13 seconds later at 16:29:31. However, a vad disconnect alarm was logged at 16:37:52 due to a disconnection of the driveline extension cable from the controller. An electrical fault alarm was logged at 16:38:15, again due to two or more open phases in the rear stator. A vad disconnect alarm was then logged at 16:40:19. No other alarms were logged afterwards. The electrical fault alarms were due to an increased impedance on the phases of the rear stator. There was no evidence of the pump failing to restart; analysis of the alarm file revealed that the pump was running on a single stator when the electrical fault alarms were active. The perception of the pump failing to restart can likely be attributed to the vad disconnect alarms, which is indicative of a marginal/intermittent connection of the driveline extension cable and/or due to contamination of the driveline connector. As a result, a possible root cause of the reported electrical fault alarms can be attributed, but not limited to, an intermittent connection of the driveline extension cable and/or due to contamination of the driveline connector. Per hvad instructions for use (IFU), "the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running." Concomitant medical products: model-100; serial # (B)(4) (drive line extension cable). If information is provided in the future, a supplemental report will be issued.